Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 343 mg/dl, 332 mg/dl, and 377 mg/dl were received and compared to built-in results of 187 mg/dl, 83 mg/dl and 214 mg/dl respectively. Customer further reported he self-administered an unspecified amount of insulin and subsequently experienced symptoms of dizziness and discomfort, stating "because of the high values, too much insulin was administered". The customer injected himself with glucagon as treatment. There was no reported third party treatment or intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug assembly and inspected the plug, observed the sensor neck to have a crack across the width and through the carbon layer. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 343 mg/dl, 332 mg/dl, and 377 mg/dl were received and compared to built-in results of 187 mg/dl, 83 mg/dl and 214 mg/dl respectively. Customer further reported he self-administered an unspecified amount of insulin and subsequently experienced symptoms of dizziness and discomfort, stating "because of the high values, too much insulin was administered". The customer injected himself with glucagon as treatment. There was no reported third party treatment or intervention. There was no report of death or permanent injury associated with this event.